Manufacturer narrative:
The field service engineer replaced various parts and performed system cleaning, system checks, and qc. Based on the available information, a reagent issue could be excluded. The investigation determined the root cause was an issue with a vacuum valve, and the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The customer performed a mechanism check for 20 minutes and checked the cell rinse unit for dripping nozzles but no abnormalities were discovered. The customer has stopped calcium measurements on this analyzer. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas 8000 c 702 module. The reporter could not confirm if the patient's initial result was reported outside the laboratory. The customer performed repeat testing with the patient's sample. The patient's initial calcium result was 1.74 mmol/l. The patient's repeat calcium result was 2.35 mmol/l. The customer repeated the patient's sample 10 times for precision testing, and the patient's repeat calcium results were all 2.35 mmol/l. The calcium reagent lot number was 541101 with an expiration date requested but not provided.